Event description:
Reaction occurred 1-2 minutes after initiation of treatment. Pt has been on this dialyzer since 2/28/94. Symptoms were a drop in blood pressure and "funny feeling in head and around mouth." Symptoms subsided within ten (10) minutes after initial complaint. Treatment was terminated and reinitiated with a different type of dialyzer.